Event description:
The report was received via the study indicated that the pt exhibited symptoms of claudicationafter fat walking of 200m, noted more in the right leg than the left. A disgnostic angiogram was performed, revealing high grade restenosis in the right sfa. Pta was planned to resolve the issue, but the results were noted to be unk at the time the report was received. As for the initial procedure, heparin was given at the beginning of the procedure, with the total dose during the procedure 5000 isu. After pre-dilatation of the lesion with a 5 x 120 mm balloon, two 6 x 120 smart stents were deployed in the right in the right sfa. Post dilatation was performed with same 5 x 120 smart stents were deployed in the right sfa. Post dilatation was performed with the same 5 x 120 mm balloon used for pre-dilatation. The lesion was de novo and calcified, and the vessel was straight at the lesion site. The total lesion length was 200 mm, with the total occluded length 100 mm. There was 95% stenosis before the procedue, and 0% after the procedure.